Event description:
Related manufacturer reference number: 2017865-2021-38663. It was reported that the patient presented in clinic for a follow-up. Interrogation revealed that the right ventricular and right atrial lead exhibited oversensing of noise and pacing inhibition. Programming changes were made. The patient was stable.